Event description:
Technician alleged that the bed had a high ground reading.

Manufacturer narrative:
The technician found the ground connection loose at the fuse block connection. Technician tightened the ground wires at the fuse block and tightened the ground wires to the frame to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.